Event description:
Info received that the casters would lock and hold but would rotate if pushed on sides. No injury reported.

Manufacturer narrative:
Bed located on (B)(6). Issue: casters would lock and hold casters would rotate if pushed on sides. Cause: brake linkage were worn. Replaced brake linkage brake/steer pedal to resolve this issue.